Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil detached. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned with the detached implant inside the microcatheter. Investigation of the microcatheter revealed damage around 3.25" and 11" proximal of the distal tip. To determine the location of the implant in the microcatheter, the device was placed into an x-ray machine. The distal tip of the coil was noted to be a couple millimeters proximal of the microcatheter distal tip. The distal portion of the implant coil appeared undamaged in the microcatheter; however, started to stretch in the middle to the proximal portion of the implant. The implant coil appeared to have broken off from its proximal portion, as the marker band was not visible in the x-ray. To further examine the implant, the microcatheter was dissected and exposed the distal portion of the implant. Dried reddish contaminates, most likely blood, have built up on the implant, which appeared to have caused the coil to remain stuck in the microcatheter. The implant would not dislodge after flushing and soaking in solvent. The proximal portion of the implant was investigated, and found the marker band of the implant missing, and the coil was noted to be broken. The middle portion of the implant could not be examined, as the coil remained stuck in the catheter, and unable to remove without damage to the coil. There were no other notable observations. Based upon the investigation findings and available information, the reported complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.